Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet tip broke off inside of patient during PICC placement." Additional information received "the three fragments at the tip of the guide wire are retained in the patient. 2 fragments were in places irretrievable and one migrated from the svc to the right lower lobe."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint that the stylet tip broke during placement was confirmed. The product returned for evaluation was a 3cg stylet, which had been removed from the PICC. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed revealed deformation of the stylet tubing at magnet edge(s). Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). Measurements of the stylet tubing were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "stylet tip broke off inside of patient during PICC placement." Additional information received "the three fragments at the tip of the guide wire are retained in the patient. 2 fragments were in places irretrievable and one migrated from the svc to the right lower lobe."